Manufacturer narrative:
Investigation of the connectors revealed that the ground pin on the handpiece end of the cable was cracked and bent. The crack in the pin can cause resistance to increase, which can result in the handpiece unintentionally activating.

Event description:
During testing at the MFR, the cord caused a handpiece to unintentionally activate. There was no pt involvement or user injury reported with this event, and no adverse consequences.